Event description:
It was reported that the motor of the universal modular electric/battery double trigger handpiece blocked while reaming a bone canal during acl surgery. Function of the handpiece could not been reset. A 8.5mm dia. Tri-flute dril was used., and the bone density was intermediate. There was no patient harm; however there was a delay in surgery for approximately 5 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.